Manufacturer narrative:
To date the device in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
The user facility reports that the sensor did not provide a reading. The catheter became lodged in the bolt and could not be adjusted. The catheter was removed and was not replaced as reported by the sales rep. The sales rep also reported that to his knowledge there was no patient injury.